Event description:
A physician successfully deployed an emboshield into the left internal carotid artery/common carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The patient experienced severe hypotension requiring neosynephrine drip for three days. The patient was then discharged to home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.